Event description:
It was reported that the lead dislodged. During an attempt to reposition the lead, the impedance was found to be less than 200 ohms, and the physician had difficulty with the helix. Therefore, the lead was replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.